Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l45812, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (1000 mcg/ml; 100.1 mcg/day) and clonidine intrathecal (34 mcg/ml; 3.403 mcg/day) in flex dosing mode. The patient had asked for an MRI (magnetic resonance imaging) in (B)(6) 2015 but was unable to have the MRI until (B)(6). The patient had been hurting since april and needed the MRI. The patient had been in pain for 17 years (since 1995-1997). The patient also took oral medications (unknown), fentanyl patches, and had spinal injections. The patient's doctor took away one of the oral medications the patient was taking and therefore noticed more pain in her neck and lower back. The patient had been given fentanyl patches due to a morphine allergy in the pump. The MRI showed "nerve root impingement" of the cervical and lumbar areas as well as wear and tear. The patient had progressively gotten worse but was going to physical therapy now to try and get in shape. The patient was slow because it hurt her to walk around. The patient's indication for pump use was intractable spasticity. On (B)(4) 2015, an hcp reported that type of baclofen administered via the pump was compounded baclofen. Pump therapy regarding compounded baclofen and clonidine was ongoing. Office visit notes were provided regarding the patient having visited the hcp on (B)(4) 2015. The patient presented with neck pain radiating to bilateral arms on (B)(4) 2015. The pain had been present for years and had a gradual onset; the issue was not the result of an injury or accident. The pain was rated as an 8 on a scale of 0 to 10. The pain was described as dull, cramping, sharp, burning, shooting, and stabbing. The pain was constantly present and was made worse by heat, physical activity, standing, walking, bending, twisting, lifting, and stress. The pain was alleviated by rest, sitting down, heat, cold, changing positions, massage, stretching, and medications. The worst pain was in the back of her shoulder blades and inside the armpits area. Flare-ups were dependent on how much the patient moved her head and when she was looking down or around. On (B)(6) 2015, the patient was also experiencing low back pain radiating to the bilateral hips right leg; the pain had been present for years and was rated as an 8 on a scale of 0 to 10. The pain was described as dull, aching, cramping, sharp, burning, shooting, and stabbing which was constantly present and was equally painful throughout the day. It was made worse with by heat, physical activity, standing, walking, bending, twisting, lifting and stress. The pain was alleviated by rest, sitting down, lying down, cold changing positions, massage, stretching, and medications. The pain sometimes affects her right leg with an electrical sensation that felt like it was going up her spine. The pain was in the neck/shoulders and in the lower back, hips, and buttocks. Previous treatments included cervical epidural steroid injection on (B)(6) 2015. The patient had 50% relieved for a period of approximately 3 days. The patient felt she had gotten better relief from injections in the past but couldn't recall what was done but it was the "(B)(6) 2014." Previous treatment also included bilateral sacroiliac (si) joint injection on (B)(6) 2015; the patient had 50% relief for a period of approximately 3 days. Overall function had improved. No changes in bowel or bladder function occurred. The patient was taking medications as prescribed. There were no active infections. The patient was not pregnant and denied taking any anticoagulants. The patient had been on nsaids which were last used on (B)(6) 2015. The diagnosis addressed during the (B)(6) 2015 visit included hip pain, cervical spondylosis, cervicalgia (neck pain), sacroiliitis not elsewhere classified, and enthesopathy of hip region. New diagnosis was hip pain and cervical spondylosis. Physical examination was performed on (B)(6) 2015; the patient was in moderate distress regarding general appearance and cervical and lumbar lordosis was decreased. Facet signs were positive on the right at c4/c5, c5/c6, and c6/c7. Trigger point tenderness was not present in the bilaterally paracervical musculature. The range of motion of the cervical spine was limited. Regarding the lumbar, the pain was worse with flexion, extension, and rotation. The sacroiliac joints were provocative bilaterally. Regarding the hip, trochanteric bursa was tender to palpation bilaterally. Regarding the other medications (oral, etc.) The patient was taking at the time of the event, the following was noted: zanaflex 4 mg tablets 1 oral bid and 2 oral qhs, vistaril 25 mg capsules 1-2 orally every hs, dilaudid 4 mg 1 oral tablet qid for cervical radiculitis, sonata 10 mg capsules taken orally every hs, and duragesic-100 100 mcg/hr pt72 change 3 patches every 48 hours. On (B)(6) 2015, they planned to address the current pain and minimize escalation of the pain medication dose. The patient was primarily experiencing pain in the neck with radicular symptoms to the bilateral arms. Nerve blocks were performed. Right c4-7 facet injections, bilateral si injections, and greater trochanteric bursa (gtb) injections were performed on (B)(6) 2015. Based on the patient's response they planned to either repeat the (B)(6) 2015 procedure or consider a different approach at next visit. The patient tolerated the injections well and was discharged home in stable condition; there were no complications. As per additional notes provided from an office visit on (B)(6) 2015, the patient was noted as using a combination of medication, injection therapy, and intrathecal infusion system management. The patient had increasing difficulty controlling her pain after her methadone was stopped (date not reported). Dilaudid had not been beneficial. Duragesic patches did continue to help but not completely with her neuropathic pain. The patient did much better when she was on a combination of duragesic patch with methadone. The patient wanted to consider decreasing her duragesic dosage down in order to restart her methadone. The patient's urine drug screens (uds) had been appropriate. The intrathecal infusion system continued to benefit the patient and no changes were planned at this time. The pump refill was tolerated without any difficulties. The patient did have an increase in pain following an MRI; a motor stall had occurred after the MRI which was reactivated on (B)(6) 2015 with programming. It was further noted that the hcp did repeat electronic analysis of the pump and initially the motor stall alarm was activated which occurred at the time of her MRI; the patient had not visited the hcp for evaluation and reading of the pump after this. This was on (B)(6) 2015. After programming on (B)(6) 2015, the hcp did verify again by reading the pump logs and the pump was now reactivated. There was no change in overall dosage and they did get back the expected amount of medication from the pump reservoir. It was noted that the pump was analyzed via electronic telemetry and changes were made to reflect the refill volume. The pump was refilled on (B)(6) 2015 with preservative free baclofen with concentration 1000 mcg/ml and clonidine with concentration 34 mcg/ml. The pump dose rate of baclofen remained at 100.1 mcg/day and the dose rate of clonidine remained at 3.4 mcg/day. The patient was presenting with neck pain radiating to bilateral arms on (B)(6) 2015. The pain was described as an 8 on a scale of 0 to 10. The pain this time was described as aching, cramping, burning, and stabbing and was intermittently present. The pain was made worse by heat, physical activity, standing, walking, bending, twisting, lifting, stress, and leaning her head back. On (B)(6) 2015, the patient was also experiencing right wrist pain which had been present for 1.5 months. The wrist pain was rated as an 8 on a scale of 0 to 10. The wrist pain was described as aching, cramping, and stabbing and was intermittently present. The wrist pain was made worse by heat, physical activity, bending, twisting, and lifting. The right wrist pain was alleviated by rest, sitting down, cold, changing positions, stretching, and medications. As of (B)(6) 2015, an MRI had been performed approximately 3 weeks ago and since then she noticed an increase in her symptoms. The patient had felt that the injections were beneficial. Regarding the previous treatment from (B)(6) 2015 the patient had 50% relief for a period of about 1 day from the right cervical facet injection, 20% relief for a period of about 1 day from the si injection, and 60% relief which was still ongoing from the bilateral gtb injection. Regarding a physical exam performed on (B)(6) 2015, the patient was described as being an overweight and well-nourished female in moderate distress; gait was mildly antalgic unassisted. Diagnosis addressed at the (B)(6) 2015 visit included: hip pain, cervical spondylosis, cervical radiculitis, cervicalgia (neck pain), encounter for long-term use of other medications, enthesopathy of hip region, reflex sympathetic dystrophy (rsd) of the lower limb, sacroiliitis not elsewhere classified, lumbosacral spondylosis without myelopathy, reflex sympathetic dystrophy of the upper limb, myalgia and myositis unspecified. Current medication as of (B)(6) 2015 included the following: tylenol extra strength 500 mg oral tablets ¿ 1 tablet oral three times a day (tid) as needed, benadryl ¿ d allergy/sinus 25 ¿ 10 mg oral tablets (diphenhxxx ydramine-phenylephrine) 1 tablet oral qhs, flonase 50 mcg/act nasal suspension (fluticasone propionate) 1-2 inhalation as needed, lidoderm 5% patch (lidocaine) 3 patches every day (qd), baclofen intrathecal 1000 mcg/ml and clonidine intrathecal 34 mcg/ml preservative free for intrathecal pump infusion, aciphex 20 mg oral tbec (rabeprazole sodium) 1 oral as needed, nystatin 100000 unit/gm ext crea (nystatin) 1 oral as needed, atrovent hfa aers 17 mcg/act (ipratropium bromide hfa) 2 puffs twice per day, alprazolam 0.5 mg tablets (alprazolam) 1 oral three times per day. As of (B)(6) 2015, the patient¿s overall function had improved, however changes in bowel or bladder function occurred in which the patient ¿would feel full and have to go but not able to actually go right away¿. The patient had no current active infections. The patient was on aspirin which was last used on (B)(6) 2015 and use of anticoagulants was denied. The patient was asked to contact the hcp office sooner if their pain escalated prior to the next scheduled follow-up appointment.